Manufacturer narrative:
Upon visual inspection found no issued to be related to the event. The iesu was installed onto known good system and was able to recognize the ground pad when connecting. Tried connecting ground pad multiple times and unit was able recognize the ground pad all the time. Root cause is attributed to a defective generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-200 failed to recognize the grounding pad multiple times. The procedure was completed with no report of patient injury. It is unknown at this time if the procedure was completed using the same generator.